Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's existing device triggered an alert for high out of range pace impedances on this right ventricular (rv) lead. The values were greater than 2500 ohms. As the patient is not dependent, the patient is being monitored. The products remain in service. No further information has been received. No adverse patient effects were reported.